Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a watchdog timeout alarm. The customer¿s blood glucose was 8.5 mmol/l at the time of incident. Customer stated that the insulin pump alarmed watchdog timeout and unable to clear the alarm due to buttons were unresponsive. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on lcd board. Unable to confirm keypad anomaly, alarm and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.